Event description:
Two very small metallic fragments in the area of the needle tract on the post-biopsy mammograms.

Event description:
Two very small metallic fragments in the area of the needle tract on the post-biopsy mammograms.